Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 410 mg/dl. The customer states she woke up and tubing had snapped off at site and she was high. Customer declined to troubleshoot for high readings. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump was not returned for analysis, but the serter will be returned.

Manufacturer narrative:
The initial report was submitted in error.